Event description:
It was reported that during a crustaceous coronary intervention a shaft fracture occurred. The lesion being treated was located in the obtuse marginal. The physician predated with a 2.0x12 apex balloon catheter then advanced a 16mm x 2.50mm ion monorail (mr) sent delivery system (sds) but was unable to cross the lesion. Upon removal of the sds the device was accidentally dropped on to the ground after the case. After the case, the sds was picked up from the floor and it was attempted to remove the device from the unknown guide wire. The distal portion of the sds separated. The procedure was completed with a different device. The patient was moved to surgery for unrelated events. No further patient complications were reported.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that during a crustaceous coronary intervention, a shaft fracture occurred. The lesion being treated was located in the obtuse marginal. The physician predated with a 2.0x12 apex balloon catheter then advanced a 16mm x 2.50mm ion monorail (mr) sent delivery system (sds) but was unable to cross the lesion. Upon removal of the sds, the device was accidentally dropped on to the ground after the case. After the case, the sds was picked up from the floor and it was attempted to remove the device from the unknown guide wire. The distal portion of the sds separated. The procedure was completed with a different device. The patient was moved to surgery for unrelated events. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a taxus element/ion monorail stent delivery system (sds) in two pieces. There was contrast in the inflation lumen. The midshaft was detached/separated 107cm from the strain relief. Microscopic examination of the material surrounding the shaft break did not reveal any inherent deficiencies that would have contributed to the incident. The midshaft was twisted at 123cm. The distal stent struts were flared on the tightly folded balloon. Foreign matter fibers found entangled in the stent struts. There was distal tip damage. Magnified inspection presented no evidence of any product quality deficiencies contributing to the shaft detached/separated and stent and tip damage and the reported crossing difficulties. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).